Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was below 40 mg/dl and treated with soda and glucose tablets. Customer did believe that she may have overestimated her meal, but believes the issue started shortly after she last met with her health care professional and setting adjustments were made. Customer did not believe this was related to her pump, but more to settings. The insulin pump and reservoir will not returned for analysis.